Event description:
The customer reported that while the unit was in use on a pt, the unit failed to autofill. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
At the customer's request, the system 90 unit was not repaired. The system 90 was used as a trade-in for the upgrade to a newer model. The system 90 has been destroyed by a co rep.